Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify, when the "suture presented failure during surgery" did the device staple? Was the basic line complete, were some staples missing from the staple line? The suture line was incomplete since some staples were fired and others were opened . What was the shape of the staples (b formation, irregular, straight legs)? Those that did not shoot remained straight legs . Did the staples unfold in the tissue? Same as the previous response . Were the staples seen in the surgical field? Yes, added to the tissue . Did you cut the device? Partially. Was the cutting line completely circumferential around the tissue? No. It was a hemicircunference without cut . If the device was cut completely, were both fabric donuts present? It does not apply because it did not cut all the tissue if the device was cut completely, were the two donuts completed? It does not apply because it did not cut all the tissue . How many counterclockwise revolutions were used to open the device? 2 turns and half . How was it confirmed that the anvil was free of tissue before being removed? It could not be confirmed since the machine was adhered to the tissue . After firing, did the adjustment knob turn from ½ to ¾ revolutions? 2 turns and a half . Was the device turned 90 degrees in both directions to ensure that the anvil was free of tissue? Yes but it could not be removed . What is meant by "one of them was used"? Was there any patient consequence? I do not know what is referred to by "one of them was used" in fact it was necessary to re-do the suture by regularizing the edges and using other mechanical suture as it appears in the operative protocol.

Event description:
It was reported that during an unknown procedure, suture presented failure during surgery and one of them was used.

Manufacturer narrative:
(B)(4). Batch # r57x5m. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.